Event description:
It is reported that the pt has been revised due to pain and tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete. The info provided on this form was previously submitted under mfg report number 1822565-2012-00411.